Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the patient had been showing underdose symptoms for some time, especially at night (restless legs). The date of the event was unknown.  Increasing the daily dose helped only slightly. On (B)(6) 2022 a catheterization with contrast medium took place; however, no cerebrospinal fluid (csf) could be aspirated. The contrast medium did not leak from the catheter tip, but it dispersed in the epidural space from lumbar. Whether and when a catheter revision will take place has not yet been decided. Factors that may have led or contributed to the issue were unknown.  No surgical intervention occurred and it was unknown if surgical intervention was planned.  The issue was not resolved as of 2022-jun-29.  The patient's medical history and weight at the time of the event were unknown or would not be made available.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# unknown, implanted: unknown, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0223969061 implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative on 2022-sep-21. It was confirmed that the event and the patient's symptoms were resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0223969061 implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, lot #: 0223969061, ubd: 2024-jan-28, UDI#: (B)(4) h1 update: they type of reportable event was updated from previously being a reportable malfunction to now a reportable serious injury regarding additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The model and lot number of the catheter associated with the event was clarified. The date of pump implant was unknown. The issue was first observed on (B)(6) 2022. The catheter was replaced with a new model 8780 catheter on (B)(6) 2022. Since catheter replacement, the problems were resolved. The cause of the inability to aspirate and contrast having dispersed in the epidural space from lumbar was unknown. The catheter would not be returned to the manufacturer for analysis as it was discharged by the healthcare provider. The healthcare provider did not want further analysis.